Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed test steps for low oxygen flow, keypad backlight and lcd brightness, sw revision, hw revision, boot monitor sw revision during testing. The service technician determined the failure was due to the gray removable foam being installed incorrectly. The foam was reinstalled correctly. The system board was replaced.